Manufacturer narrative:
(B)(4). Method: two complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) new zealand and were visually inspected. Results: visual inspection revealed that the tube of breathing circuits degraded in two areas on one circuit and in one area on the other circuit. Discolorations were also observed around the areas degraded. Conclusion: we are unable to determine what caused degradation of breathing circuits. Based on our knowledge of the product and the results of previous investigations into similar complaints, this failure mode may be due to the breathing circuits in contact with a chemicals or being exposed to excessive uv light for a longer period of time. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - this product is intended to be used for a maximum of 14 days - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers - reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A healthcare facility in japan reported via a fisher & paykel healthcare (f&p) field representative that two rt380 adult dual heated evaqua2 breathing circuits were damaged and leaking gas during use. It was reported that the leak test was not performed prior to use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Two complaint rt380 adult dual heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) (B)(4) for evaluation to determine if f&p's products caused or contributed to the reported event. Evaluation is anticipated but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two rt380 adult dual heated evaqua2 breathing circuits were damaged and leaking gas during use. It was reported that the leak test was not performed prior to use. There were no reported patient consequences.